Event description:
On third inflation with an inflation device the balloon ruptured circumferentially during a pulmonary valvuloplasty. They used a .035 rosen wire through an 8f cordis avanti sheath. The balloon ruptured into 6 pieces and all pieces were retrieved. No patient injury was reported.